Manufacturer narrative:
(B)(4). It was reported that the patient suffered an esophageal fistula. It was reported that system was not involved in the injury. No system malfunction reported. Service was declines since no product malfunction was observed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The investigation has begun but it has not been completed at this time. (B)(4). Contact office and manufacturing site should reflect: (B)(4).

Event description:
It was reported that a male patient underwent an afib procedure using a smart touch unidirectional catheter on (B)(6) 2016 and suffered an esophageal fistula which was discovered on (B)(6) 2016. An esophageal stent was placed. The patient was required about one extra week hospitalization. An esophastar and a temperature probe were placed in the esophagus to continuously monitor temperature. It was also reported that it was a partial fistula which only involved pericardium, not the myocardium. The patient was stable. The physician assessed the cause of this adverse event was procedure related. During the procedure, radiofrequency ablation was applied to the posterior wall in attempt to isolate the pulmonary veins, which caused the fistula in the esophagus. Bwi reported this event under both smart touch unidirectional catheter and smartablate generator ((B)(4)). Generator power values at the time of perforation: between 25-40 watts, temperature warning at 42 degrees celsius, and temp cut off at 44 degrees celsius.

Manufacturer narrative:
The additional information that the patient with esophageal fistula has died was already reported under the ablation catheter (3500a supplemental report # 9673241-2016-00129 / (B)(4)). This 3500a supplemental report included the generator product information that was used in this procedure. The patient returned to the hospital some time in the beginning of (B)(4) and died shortly after. Physician¿s opinion regarding cause of death was atrial esophageal fistula.